Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd894162 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is report 2 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The start date of the peritonitis was unknown. The culture results were unknown. The cause of the peritonitis was unknown. The patient was hospitalized. The outcome of this event was unknown.

Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).